Manufacturer narrative:
(B)(4).

Event description:
It was reported that egms of auto mode switching revealed that were actually competitive atrial pacing. Review of the egms revealed true p waves falling into post-ventricular atrial refractory period pvarp. This caused functional loss of ventricular capture when the biv pace was delivered. Programming changes were recommended. The clinician will bring the patient in and perform suggested changes. The patient was asymptomatic.